Manufacturer narrative:
Date of event: (B)(6) 2017. Implant date: (B)(6) 2016.

Event description:
A report was received per social media that the scs system had stopped working and the leads of the patient had failed. The patient underwent a revision procedure wherein the leads were replaced.